Manufacturer narrative:
This report has been identified as (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
During the blood administration, the hand pump leaked. Limited information provided. No patient injury.

Manufacturer narrative:
(B)(4). As confirmed by the user facility, no samples were available for evaluation in connection with this incident. The house retain samples were functionally tested, for leakage, per specification, with passing results. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was confirmed that the leaking occured at the hand pump housing assembly.